Event description:
A report of overinfusion associated with the use of an infusion pump was rec'd. According to the report, 2160 ml of tpn solution was to infuse of 24 hrs time and at 18 hrs the container was found to be empty. There was no add'l clinical info available for this report. There was no report of pt injury.